Event description:
On (B)(6) 2012 pt reported her blood glucose readings have gone over 500 mg/dl. Pt's normal blood glucose range is 110-150 mg/dl. Pt stated she has been able to bolus to bring her blood glucose readings down. Pt reported her blood glucose readings are still elevated but are coming down. Pt stated her readings have come down to 463 mg/dl now. Pt reported she noticed her blood glucose readings were higher than normal earlier today and she had eaten a muffin and thought that may have caused the higher readings. Pt stated she kept bolusing but her blood glucose readings continued to go up instead of down. Pt reported she checked her infusion set and noticed that the pig tail of the infusion set was not filled with insulin. Pt stated she checked the connections and heard the audible click. Pt reported she attempted to run a prime through the tip of the needle and noticed that insulin began leaking at the connector piece and the pig tail did not fill with insulin and no insulin emerged from the tip of the needle. Pt stated she immediately changed the infusion set and is now using the new infusion set and her blood glucose readings have finally began coming down. On follow up call on (B)(6) 2012, pt reported her blood glucose levels are back down to normal range and she was able to self-treat on her own without any outside assistance. Pt stated she did not notice the leak until she attempted to troubleshoot her elevated blood glucose levels. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.